Event description:
It was reported that the patient had sciatic issues and started to experienced severe and excruciating pain in a different place in his back. It was not known when the patient started to experience the new pain or if there was any trauma. The patient's leads were removed, but due to the severity of the pain they postponed the surgery to replace the complete system. The ins was still intact and the hcp wanted and MRI performed on the patient's spine. It was not clear if the leads were removed in order to perform the MRI, or if the decision to perform an MRI was made after the leads were removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).